Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. The reported patient effect of dissection, as listed in the coronary dilatation catheters, nc trek rx, global instruction for use, is a known patient effect that may be associated with percutaneous coronary interventions. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that a linear dissection was noted in the proximal right coronary artery after the lesion was predilated with the 3.0x12 nc trek balloon dilatation catheter. The dissection was sealed with the 3.0x28 xience alpine stent. There was no adverse patient sequela. No additional information was provided.